Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that a linx device was explanted as it was discontinuous.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2022. Exact implant date unknown. Year of implant was 2014. Photo analysis: as per medical safety officer: "discontinuous device in position below the diaphragm. Looks to be below the diaphragm, so no evidence of migration". A hands-on analysis of the device is necessary to determine the cause/mechanism of failure. Additional information received: spoke with patient who agreed to provide her medical records and granted permission for us to speak with the explant surgeon if it will be helpful. Will update file once received. It was reported by the patient that the patient had a linx device implanted for severe gerd. After implantation she experienced dysphagia, had food getting lodged in her esophagus, and had projectile vomiting. A different surgeon removed the device and she is doing fine now. She states that the device was 'broken and defective.' The patient is seeking financial compensation to cover her medical expenses. She has given permission to speak with her physician and to obtain her medical records. Rep over due to worsening dysphasia and spasms¿implant circa 2015 by dr (B)(6) in (B)(6). Esophogram showed ¿c¿ shape for device. Dr. (B)(6) did not place a new linx device.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2022. Investigation summary a 13-bead linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was nonconcentric and had small amount of material displacement at the outer edge. The overall appearance of the surface of the washer didn't exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly off-axis with respect to the wire. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. Since lot number and implant date were not reported, it is unknown whether the device is within the 2018 linx recall. However, to be conservative, the device is assumed to be outside of 2018 linx recall product bounding.

Manufacturer narrative:
(B)(4). Date sent; 6/14/2022. Additional photo analysis: as per medical safety officer: mso reviewed additional photos and there were no further comments. Hands-on analysis of the device is necessary to determine the cause/mechanism of failure. Additional information received: date of procedure (B)(6) 2015. 42 year old female patient. Op notes attached. D6a.